Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during the initial drain of the previous peritoneal dialysis therapy. The patient was connected to the device at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. It was not reported if the patient completed therapy following the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.